Event description:
It was reported that during the surgical procedure the tip of the fiber was not working and there was decreased power. The fiber was replaced and the case was completed. The patient outcome was reported as: "ok"

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-443a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and not returned; the glass cap exhibits moderate devitrification at the output window; the outer flow tubing open end appears stretched. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.